Event description:
It was reported that during the flushing process, the nurse noticed a crack in the needle hub. As a result, it was not used.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.